Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an attempted implant, the implanter noted that it was not possible to fully insert the competitor leads properly into the connector of the device. After initial insertion, the impedance measurements were noted to be out of range, however measured within range with the analyzer. Therefore a connector problem was suspected. The device was removed and replaced with no further issues. No patient complications have been reported as a result of this event.